Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. The aortic neck length appears to be at approx 4.5- 5.5 cm in length. It was reported that approx 45 months post stent graft implant, the follow-up CT demonstrated that the stent graft had migrated approx 4.5 to 5.5 cm resulting in a type I endoleak. It was reported that the stent graft migrated into the aneurysm sac. The physician has requested a talent aortic cuff under ide (g020050), due to the co-morbidities of the pt who is not a good candidate for an open surgical repair. It was reported that the expansion of the aortic neck due to disease progression contributed to the migration of the stent graft. The physician elected to repair the stent graft with the implant of two aortic cuffs. No add'l clinical sequelae were reported and the pt is fine.